Event description:
A spark came from an ICU room with a patient using ev1000 when the power cord was attached to battery pack. Patient was moved to another room and a loud explosion along with smoke billowed out. Fire from ev1000 and power surge protector. IV fluids above may have dripped down into electrical unit. Rca done found all our ev1000 units had been installed by the manufacturer rep inverted posing risk of recurrence.